Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy from the scs system. As such, surgical intervention took place on (B)(6) 2023 wherein the scs ipg was explanted and the scs lead was left implanted. A new drg system was implanted to address the issue.